Event description:
Clinical study. Same case as 2134265-2008-02524. It was reported that 85 days after a coronary stenting treatment procedure the pt experienced chest pain. The lesion being treated in the index procedure was 3.50mm, 90% stenosed, 26mm long portion of the ostium and mid portion on the vessel in an unk location. It was a graft lesion with in-stent restenosis. The physician treated the lesion with direct placement of two (3.5x16mm and 3.5x12mm) taxus express2 study stents in an overlapping fashion in the target lesion. Post dilatation was not performed. There were no complications. Post stenosis was 0%. The pt was discharged 9 days later. At 85 days after the index procedure the pt experienced chest pain. At 95 days after the onset of the event, the pt's status remains unchanged. The pt will have coronary angiography (2008). The relationship of the chest pain to the taxus stent is unk.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.